Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Eua(B)(4).

Event description:
It was reported that while testing for sars-cov-2 using bd veritor ¿ at-home covid-19 test the patient received a false positive result. This event occurred 1 time. Additional testing including two non-bd at home tests and a pcr test produced negative results. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer took the bd veritor at home test on saturday (B)(6) 2022 and received a positive result. Customer then took 2 different tests on saturday (B)(6) 2022 and received negative test results through them." "I also received a negative pcr result." Eua(B)(4).

Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding a complaint that alleges ¿customer received a positive result¿ using the bd veritor at home covid-19 test (material # 256094), batch number 2006660. ¿customer then took 2 different tests (cvs at home brand, binex at home brand) and a pcr test and received negative test results.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. All returned photographs were reviewed. The complaint was not confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for false positive. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported that while testing for sars-cov-2 using bd veritor ¿ at-home covid-19 test the patient received a false positive result. This event occurred 1 time. Additional testing including two non-bd at home tests and a pcr test produced negative results. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer took the bd veritor at home test on saturday (B)(6) 2022 and received a positive result. Customer then took 2 different tests on saturday (B)(6) 2022 and received negative test results through them." "I also received a negative pcr result..." B4.